Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, unable to assess pin insertion issue. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt presented with high impedance on a system diagnostic test and ok lead impedance on normal mode diagnostic test. The physician reviewed the x-rays, but "did not see anything wrong with the lead or the generator." The pt feels stimulation and they can hear his voice change with stimulation. X-rays were sent to the MFR for review, but the angle of the x-ray made it impossible to assess if the connector pin was fully inserted. No lead discontinuities were visualized. The pt underwent revision surgery and the physician found the lead pin had become slightly dislodged from the generator boot. The pin was reinserted and diagnostics tests were performed, which yielded ok lead impedance. The pt is reportedly doing better since the revision surgery.